Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 30-degree endoscope be returned for failure analysis to be performed, but the endoscope has not yet been received. Therefore, the root cause of the customer reported issue has not been determined. A follow-up MDR will be submitted if the endoscope is returned (post failure analysis evaluation) or if additional information is received. A review of the logs for the 0-degree endoscope plus (part# 470057-08/ (B)(4).) Associated with this event was performed. The endoscope was last used on (B)(6) 2022 on system serial# (B)(4) with 1990 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event reported in this record. There was no image or video clip submitted for review. This complaint is being reported as a reportable malfunction due to the following conclusion: it was reported that the endoscope was deemed defective and it is unknown if a fragment fell into the patient while it was in-use. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information for blank fields in section b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Implant date is not applicable because the product is not implantable. Device manufacture date information is not available.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope had a defective right lens. The procedure was completed with no reported injury. Follow-up was performed and additional details were obtained about the event. The customer confirmed the procedure was completed robotically with no injury to the patient. The endoscope was inspected prior to use and no damage was noted. The customer stated the endoscope was used on the patient and the issue was identified during the procedure while ports were placed. The customer informed that troubleshooting was performed and included removing, inspecting, wiping and reinserting the endoscope and ultimately switching out the endoscope to resolve the issue. The customer stated the issue occurred immediately when the procedure started. The customer confirmed the endoscope did not collide with any other instruments or tools. The customer stated it was unknown if a fragment fell inside of the patient.

Manufacturer narrative:
Additional information can be found from the following fields: d9, g3, g6, h2 and h3. Analysis information can be found in h6 (annex b, annex c, and annex d) and h10. On 08-aug-2022, intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to confirm/replicate the reported issue. The investigation finding indicated that there was good image observed on the right eye and there was no issue found with the right image/lens.

Event description:
Refer to h10/h11 for follow-up information.